Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cortisol g2 elecsys results from the cobas 8000 core unit. The serum and plasma samples were collected from the same patient at the same time. The initial result from a serum sample was 3.00 g/dl and the repeat result was 3.22 g/dl. The initial result from a plasma sample was 13.4 g/dl and the repeat result was 13.9 g/dl.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.